Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient seeking legal action. As litigation has not been received, and the reason for the complaint is unknown, we are currently reporting the cup and the head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) is a reopen of (B)(4) due to receipt of medical records and sticker sheets. After review of medical records, the patient was revised to address failed right total hip replacement. During operation, a yeast-type infection was noted deep in the inguinal region. A large dark appearing collection of fluid was also noted and approximately 100ml metallosis was encountered. The metallosis and adverse local tissue reaction had damaged the posterior wall of the acetabulum and clearly led to bone loss.